Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a foreign material was found in the package. During unpacking, it was noted that there was a hair strand in the inner package of a 20mm x 2.00mm nc quantum apex balloon catheter. The device was not used. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter, in an opened inner pouch, loaded inside the loop. The pouch was visually and microscopically inspected. Inspection revealed a hair measuring approximately 5 inches long, in between the coiled hoop and the open pouch. There also were numerous small particles of foreign matter (fm) inside the entire pouch. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that a foreign material was found in the package.during unpacking, it was noted that there was a hair strand in the inner package of a 20mm x 2.00mm nc quantum apex balloon catheter. The device was not used. No patient complications were reported.